Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the item set hard before being removed from mixer.

Manufacturer narrative:
No product was returned related to this incident report. At this time, no definitive conclusion results can be drawn. If product is returned, the investigation will be re-opened and investigated.